Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set tubing detached from connector on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11973. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011678, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011678 was manufactured according to the work instruction (wi) version 100 and packaging in the machine multivac 14 on 20-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 5a02602 was manufactured according to the work instruction (wi) version 66 and manufactured in the machine sc05-sc06 on 20-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h05765 was manufactured according to the work instruction (wi) version 66 and manufactured in the machine sc06 on 20-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.